Manufacturer narrative:
Patient/user involvement: the customer reported they are unable to provide patient information.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the ventilator shut down while in use on a patient. The ventilator was removed from the patient and replaced with a different unit. There was no patient harm.